Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the ultrasonic air sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the sensor to function correctly. He connected the ultrasonic air sensor to a lab use only (luo) air bubble detector module, luo heart lung machine (hlm) and luo central control monitor (ccm). Verification/release testing was performed successfully. The pst did not observe any false alarms.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit was alarming that there was air on a primed circuit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via information obtained in the data logs. Per data log analysis, on (B)(6)2021 from 10:40:34 am to 10:48:24 am, each time air detection was enabled the air bubble detector (abd) would immediately alarm. There is no way to tell from the log if the abd was properly coupled to the tube or if any air was present in the tube. At 11:05:21 am, abd was turned 'on' and no air detected alarms occurred. Air detection was on until 05:08:41 pm when the perfusion screen was exited. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.